Event description:
Our daughter's new dexcom continuous glucose monitor (cgm) receivers keep having software issues that cause the receiver to fail. The receiver alarms with the call tech support error code 67. The product is used as instructed by dexcom and is stored in the protective case provided by dexcom. There has been no damage to the receivers. Since (B)(6) 2016, we have had 3 g4 with share receivers fail within 1-2 weeks of use. Our daughter isn't aware of her blood glucose lows and we rely on the monitor to alert us to potentially life-threatening events. The most recent receiver failed today.